Event description:
It was reported that the catheter was injected at 600psi and the balloon lumen syringe backed up and they heard a pop (assumed it was balloon which should not be affected when injecting dye) so the device was immediately removed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon would not inflate in use is confirmed. Upon functional testing, the inflation lumen was found blocked and was caused by a dried blood clot noted within the inflation lumen. No damage was noted to the balloon. No inter lumen crossover was noted between the inflation lumen and the injection lumen. The root cause of how blood entered the inflation lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the catheter was injected at 600psi and the balloon lumen syringe backed up and they heard a pop (assumed it was balloon which should not be affected when injecting dye) so the device was immediately removed. There was no report of patient complication or serious injury and death.